Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected low out-of-range impedances and no capture on the left ventricular (lv) lead a few days after the patient underwent a box change procedure. Device data and post-implant x-ray were sent to technical services (ts) for further review. Ts noted the power consumption for the first few days of implant appears high. The power increased the same time the lv impedance dropped unusually low. Lv impedances are less than 100 ohms, the cause of which ts was unable to determine. The power seems to settle to a more normal value after the lv impedance stabilized. Per ts, this could be due to either a lead short or an anomaly with the crt-d. As such, the most conservative approach would be to replace both the lead and the crt-d. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this crt-d was explanted and replaced on (B)(6) 2025. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
At this time, product return is not indicated. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
At this time, product return is not indicated. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued. This report is being issued to correct/amend the type of reportable event field.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected low out-of-range impedances and no capture on the left ventricular (lv) lead a few days after the patient underwent a box change procedure. Device data and post-implant x-ray were sent to technical services (ts) for further review. Ts noted the power consumption for the first few days of implant appears high. The power increased the same time the lv impedance dropped unusually low. Lv impedances are less than 100 ohms, the cause of which ts was unable to determine. The power seems to settle to a more normal value after the lv impedance stabilized. Per ts, this could be due to either a lead short or an anomaly with the crt-d. As such, the most conservative approach would be to replace both the lead and the crt-d. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this crt-d was explanted and replaced on (B)(6) 2025. Besides intervention, there were no other adverse patient effects reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected low out-of-range impedances and no capture on the left ventricular (lv) lead a few days after the patient underwent a box change procedure. Device data and post-implant x-ray were sent to technical services (ts) for further review. Ts noted the power consumption for the first few days of implant appears high. The power increased the same time the lv impedance dropped unusually low. Lv impedances are less than 100 ohms, the cause of which ts was unable to determine. The power seems to settle to a more normal value after the lv impedance stabilized. Per ts, this could be due to either a lead short or an anomaly with the crt-d. As such, the most conservative approach would be to replace both the lead and the crt-d. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.